Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "partial catheter rupture on (B)(6) 2024." No other information was provided. Additional information (B)(6) 2024. Patient information: (B)(6).

Event description:
It was reported, "partial catheter rupture on (B)(6) 2024." No other information was provided. Additional information -26/feb/2024. Patient information: e.g. (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed and could not be reproduced. One 4fr sl powerpicc catheter was returned for evaluation. During the investigation of the returned sample a defect or damage was not found. The sample was flushed and pressurized without a leak observed. Due to not being able to reproduce the complaint, this investigation is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported, "partial catheter rupture on (B)(6) 2024." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.